Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, straps would not staple and clip did not close during stapling. The mesh could not be fixed to the wall and there was a lesion of vessel that led to hematoma, which was noted during the surgery. Due to hematoma, suturing was performed at the point of bleeding. The physician opined that contributing factors were a wrong closing of strap and bleeding near to epigastric. Additional information has been requested.

Manufacturer narrative:
Additional information: the analysis results found that the device was returned in good condition; upon inspection, visual characteristics and the functional ones make this device acceptable to work normally. As conclusion; device worked as intended on testing.